Manufacturer narrative:
The patient was alarming a mix of alarms, prolonged r-r/irregular r-r/tachycardia, and eventually asystole (patient passed) according to the printouts, but the nurse said it should have alarmed something other than the r-r's. The patient's strips were sent in. There were no printouts of alarm settings or any arrhythmia events during the time of incident, which makes it impossible to determine user error. Nihon kohden's clinical waveform analysis results: as we reviewed the packet of strips we noted the following: ·the heart rate appears to slow as the pages progress. ·the amplitude of the waveforms dampen and widen. · there are dropped qrs complexes. ·per the hand-written notes on the pages, the notes state "prolonged r to r and brady." ·without alarm history or log files it is not possible to verify what is written. ·simply from looking at the pages and notes it appears as if the system is functioning correctly based only on the information provided, i.e., dropped qrs waveforms and complexes with varying amplitudes are causing "brady" and "irregular r to r" alarms. ·systole detected as qrs amplitude continues to diminish (note the sensitivity on the tracing changes from x2 to x4 pages 21 and 23-26) and artifact is observed due to code. -changing view from 2x to 4x only changes the view on the screen. It does not change the sensed amplitude for arrhythmia recognition purposes - the best practice is to look at all leads and choose the best lead. Again, it appears as if the system is functioning correctly based only on the information provided.

Event description:
It was reported that a patient passed away while being monitored on the central nurse's station (cns).

Manufacturer narrative:
Investigation result: the cns device warranty began 2015, which is approximately 3 years at the time of reported issue. A review of the device history found no similarly reported issues. Tickets similar to reported issue: ticket #(B)(4) reported (B)(6) 2019 in which the customer reported the cns-6201a (pu-621ra sn:(B)(4) did not alarm for an event. Customer was advised on device functionality, including how alarms are affected by parameters settings and multilead analysis settings. Customer was also advised that no monitoring is 100% accurate. Ticket #(B)(4) reported (B)(6) 2018 in which the customer reported the cns-6201ra (pu-621ra sn:(B)(4) missed an alarm. Investigation was able to be performed from log files provided by the customer. In this incident, the cns was found to not alarm due to artifact and detection range settings, which caused the artifact to be detected as qrs waves. In order to minimize interference of artifact, version 04-01 of the org-9100a has enforced noise countermeasure. Nihon kohden's clinical staff reviewed the packet of strips and determined the system appeared to be functioning correctly based on the information provided. Due to the age of the incident and lack of information provided by the customer, such as alarms settings and log files containing data at the time of the reported incident, a complete assessment could not be performed. From the information available, it is not possible to determine how the system responded or why. Possible root cause is user error or settings. Cns-6201a operator's manual advised the customer to be careful when turning off arrhythmia alarms as there will be no message or mark to indicate that the alarm is turned off. The cns operator's manual also advises the customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. The device did alarm during the event, and the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, there is insufficient information to suspect this issue to be caused by a deficiency in the device or design.

Manufacturer narrative:
On 08/02/18, nk technical support was informed of a patient death that occurred on (B)(6) 2018 at (B)(6) health center. The patient was admitted to a bedside then to a transmitter that they normally did not use in the department. Patient was alarming a mix of alarms (prolonged r-r/irregular, r-r tachycardia, and eventually asystole) according to the printouts but nurse said it should have alarmed something else instead of the r-r's. Service requested/ performed: nk technical support requested cns information and log files. Customer was only able to provide event strips. Patient's strips were attached. There was no printout of alarm settings or any arrhythmia events during the time of incident. Investigation result: the cns device warranty began 2015, which is approximately 3 years at the time of reported issue. A review of device history found no similarly reported issues. Nk clinical staff reviewed the packet of strips and determined the system appeared to be functioning correctly based on the information provided. Due to the age of the incident and lack of information provided by the customer, such as alarms settings and log files containing data at the time of reported incident, complete assessment could not be performed. From the information available, it is not possible to determine how the system responded or why. Possible root cause is user error or settings. Cns-6201a operator's manual advised customer to be careful when turning off arrhythmia alarms as there will be no message or mark to indicate that the alarm is turned off. The cns operator's manual also advises customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. The device did alarm during the event, and the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, there is insufficient information to suspect this issue to be caused by a deficient device or design. Corrected information: date of event. Approximate age of device: incorrectly calculated. Additional information: date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? Additional information device evaluated by manufacturer? Event problem and evaluation codes. The following fields are not applicable (n/a) to this report: lot # & expiration date. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information age at time of event, date of birth. Sex. Weight. Ethnicity. Race. Relevant tests/laboratory data. Other relevant history, including preexisting medical conditions.

Event description:
It was reported that a patient passed away while being monitored on the central nurse's station (cns).